Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that a patient had an unexpected postoperative refractive outcome resulting in "too much nearsightedness" after having a toric intraocular lens (iol) implanted. The iol was exchanged for another iol of same model but less power. Additional information was requested.